Manufacturer narrative:
This complaint has been identified to be a duplicate case. All complaint information has been reviewed and reported under pr 4288423/ ra 316929800. This complaint was captured in qcm tw and was initially filed on 01/18/2024 (emdr 2518422-2024-03178). All future reporting will be captured in ra/ pr mentioned.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging severe stenosis of the aortic valve. Medical intervention was not reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.